Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, opening on posterior and white particles inner the shell. Leak test and microscopic analysis was performed which identified: crease sharp opening on posterior and crack opening on valve. Based on the device analysis the final assessment is: an opening crease sharp posterior assessed as fold flaw opening. A cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.